Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 500 mg/dl. Customer was hospitalized for high blood glucose level. Customer stated that sensor was not working as sensor glucose and blood glucose level difference was not in normal range. Customer did all possible troubleshooting for high blood glucose level. Device will not returned for analysis.